Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08118; 2017865-2019-08116. It was reported that the system was explanted due to infection.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
New information noted that the source of the infection was unknown. The physician does not believe the infection was procedure or device related. The patient was stable before, during and after the procedure.